Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 683 mg/dl. The customer¿s current blood glucose value was 300 mg/dl. The customer experienced flu and vomiting symptoms due to high blood glucose. The customer treated high blood glucose with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The infusion set cannula was bent. The insulin pump will not be returned for analysis.